Event description:
Patient reported right side capsular contracture baker grade unknown. Patient additionally reported "firmness, and hardness", the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture baker grade IV and exchange from textured to smooth due to concern with the product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side capsular contracture baker grade unknown. Patient additionally reported "firmness, and hardness". Healthcare professional later reported capsular contracture baker grade IV and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations. Observed 1 opening assessed as fold flow opening. Stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.